Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600 mg/dl, and he was treated with manual injections. The caller stated that the customer was experiencing nausea, vomiting and ketones, and he had a bent cannula. Troubleshooting was declined as the mother stated that the event was due to the bent cannula. It was stated that the customer does not stand up when inserting manually, and he does not pinch the skin at time of the insertion. Suggested the caller to contact his doctor regarding the set type. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.